Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was implanted into the patient using a 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It was reported that on (B)(6) 2023, a small pericardial effusion was found by transthoracic echocardiogram (tte). There was no treatment administered. The patient is reported to be stable and discharged. No additional information was provided.

Manufacturer narrative:
An event of small pericardial effusion was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.